Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the medial side of the post. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured. No adverse events have been reported as a result of the malfunction.